Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter on the heartstring iii safety was off and when the surgeon pushed the button to deploy the aortic cutter, nothing happened. He placed his finger on the hole and the team prepared a second aortic cutter. The second aortic cutter worked without fail. Then he went to deploy the seal in place and the seal deployed partially out of the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any standards develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).